Manufacturer narrative:
(B)(4) medical devices: dual mobility bearing # item ep-200144 lot 274680, g7 screw # item 010000997 lot 6152523. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05167. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery approximately one month post implantation due to liner dislodging from shell. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. Visual inspection found scuffing and scratching on the outer taper of the liner. Scratching was also found on the inner radius of the liner as well. The post at the liner's apex is worn and deformed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.